Manufacturer narrative:
A philips authorized field service engineer (fse) evaluated the device. The fse was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined. No further evaluation is required at this time. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device ECG does not show any leads except lead 3. The device was in use on a patient and there was no adverse event to patient or user.